Event description:
It was reported that 5 bd safetyglide¿ needles were found blocked/clogged during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "bd safety glide needle's 25gx1 inch (lot # 2024137) are "jamming" and not working properly. Total of 6 needles for this week had to be discarded. 1 needle malfunction did result in an rls while the other 5 did not affect clients. Who was affected? No person affected. Unexpected or prolonged care? No."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 24-apr-2023 h6: investigation summary two samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. One sample expelled the solution with a normal flow. The other sample did not expel the solution; this needle is clogged. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. A device history record review was completed for provided lot number 2024137. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported is confirmed. H3 other text : see h10

Event description:
It was reported that 5 bd safetyglide¿ needles were found blocked/clogged during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "bd safety glide needle's 25gx1 inch (lot # 2024137) are "jamming" and not working properly. Total of 6 needles for this week had to be disgarded. 1 needle malfunction did result in an rls while the other 5 did not affect clients. Who was affected? No person affected unexpected or prolonged care? No"